Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device loses power when powered on. The customer did not provide any additional information on the reported event. There was no report of any patient use associated.